Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: the pump was returned with moisture observed behind the display lens. Corrosion was found in the battery compartment. There were pump reboot events observed in the pump's black box. A test battery cap was able to attach to the pump and maintain an electrical connection. The pump was unable to maintain prime during a 24 hour duration test. Moisture was found on the internal components of the pump.